Event description:
The customer stated that her blood glucose readings had a decimal point and seemed very low. The customer did not take her insulin due to the mmol/l readings, but she did not allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.